Event description:
It was reported that the atrial lead had high unstable thresholds and high impedance. The atrial lead was reprogrammed to sensing only and remains in use. It was also reported that the right ventricular (rv) lead had intermittent loc (loss of capture), high thresholds, and high impedance. Possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).